Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the customer¿s insulin pump had no delivery and button error alarms. The mother stated that the customer was not receiving the right amount of insulin, and the insulin pump was giving a great amount of insulin. The caller stated that she did not change the settings, and the problem was happening for the past four days. It was stated that the customer has discontinued using the insulin pump, and she is on manual injections. It was mentioned that the customer was inserting the infusion sets in the belly button, but since she inserts in the buttocks her blood glucose started to rise. The mother removed the tape and found that the cannula was out. Troubleshooting was performed, and the time, date, and basal were incorrect. Reviewed the alarm history and found no delivery, button error, and low battery alarms. Ran a fixed prime and the insulin did not exit. Instructed the caller to remove the cannula and it was not bent or occluded. No further info was provided.